Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the findings in b5, the evaluation found the following: bending section cover adhesion part air leak, forceps lifting lever air leak, insufficient angle, angle play, engagement did not work, sound ray missing, bending section cover bonding float, bending section cover bonding crack, image guide serpentine scratch, image guide corrugated corrugation, image guide corrugated wrinkles, air/water cylinder paint peeling, objective lens scratches, and scratches on the operation part side. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated from another facility for the same device. Conclusion: the root cause could not be identified from the information obtained in the investigation results. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope cover of the tip probe cracked. The issue was found during reprocessing. The intended therapeutic procedure was fine needle aspiration (fna), which was completed as normal. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: peeling of the ultrasonic probe surface-situation caused by physical stress (physical load) caused by dropping or hitting on a hard surface/object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.